Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024 a peritoneal dialysis registered nurse (pdrn) reported that this pd patient was diagnosed with peritonitis. The patient had many other unspecified complications which directly led to peritonitis. The pdrn stated the patient had a fungal infection due to an error on the patient end and did not originate from doing treatments. Attempts to obtain additional information were unsuccessful.

Event description:
On (B)(6) 2024 a peritoneal dialysis registered nurse (pdrn) reported that this pd patient was diagnosed with peritonitis. The patient had many other unspecified complications which directly led to peritonitis. The pdrn stated the patient had a fungal infection due to an error on the patient end and did not originate from doing treatments. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is no temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis as reported by the pdrn. The pdrn reported that the patient had many unspecified complications which directly led to peritonitis and that it did not originate from doing treatments. Additionally, there is no documentation in the complaint file to show a causal relationship between the use of the liberty cycler set and the peritonitis event. The patient had a fungal infection due to an unspecified error by the patient and not originating from doing pd treatments. Causes of fungal contamination include breaks in sterile technique when connecting peritoneal catheters to bags of dialysate, infections at the cutaneous site of catheter entry, intestinal perforation, and transmigration of fungi across the bowel wall into the peritoneum. The international society of peritoneal dialysis (ispd) recommends immediate catheter removal when fungi are identified in the pd effluent. Based on the available information and no allegation or evidence of a deficiency or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.